Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rear end light guide bundle is interrupted and weakened, failure of the charged coupled device, and the light guide lens was chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions is traced to component failure of the light guide bundle and objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope exhibited a dark image during maintenance. There were no reports of patient involvement.